Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) had a missing haptic. There was no medical intervention. No adverse effect, injury or surgical intervention was required. It was indicated that there was patient contact when inserting in the eye. Another lens was used. No other information was received.

Manufacturer narrative:
Corrected data this is to correct the initial MDR section b3, date of event was reported as (B)(6) 2021. However, the correct information for the date of event is unknown, not provided. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 21, 2021. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint product was received. It was returned in a plastic bag. Upon evaluation of the device all the components were correctly engaged, and pushrod was not in advanced position. No assembly error and/or defect related to manufacturing process was observed. Lubricant material residues were observed in the cartridge and in the storage zone of the lens. It seems like the pushrod was pushed forward and then pulled back. The lens was received out of the device with a haptic detached and missing. Also, the tip of cartridge was cracked/damaged. The reported issue was verified; however, based on the analysis, it is not possible to determine if the defect observed is related to manufacturing process. Due to the condition of the sample returned product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed since at the time of this investigation, product has not been received. Per information provided the lens is not available. If the product is returned regarding this event the case will be reopened to complete sample evaluation. The reported issue could no be verified, and product quality deficiency could not be determined. Manufacturing records review: manufacturing record review (mrr) was conducted and no ncrs/discrepancies/deviations for similar issues were found during the manufacturing record review. The units were released according specification in compliance with the product intended use as required. Historical data analysis: the search revealed that two additional complaint was received from this production order. No product deficiency was identified in either of them. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.